Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately on ¿(B)(6) 2015¿, when he obtained blood glucose results with the subject meter of ¿hi and 106 mg/dl¿ performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between these results falls outside lfs precision criteria. The patient manages his diabetes with insulin pump therapy. He denied making any changes to his usual diabetes regimen in response to the alleged inaccurate readings. He reported, a ¿few days¿ after the start of the alleged issue, he became ¿lethargic¿. He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the patient was using an approved sample site, his test strips had been stored correctly, the test strip vial was not cracked or broken and the subject meter was set to the correct unit of measure. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury, neither did he receive treatment or medical intervention for any symptoms. However, this complaint is being reported because the subject meter did not meet lfs' precision criteria and the alleged issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/15/2015). The patient¿s meter has been returned on 3/20/2015 and evaluated by lifescan product analysis on 3/31/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.